Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on march 3, 2023, a patient presented with grade 4 secondary mitral regurgitation (mr), abnormal cardiac size and position for a mitraclip procedure. One clip was implanted. It was noted that multiple attempts to grasp the leaflets were made, and it was difficult to attain full leaflet insertion. On the final leaflet grasp, leaflet insertion was confirmed visually. ¿gripper bounce¿ was observed indicating a successful capture, and leaflet mobility was restricted, mr reduction was significant and the grasp was deemed satisfactory and accepted. The mr was reduced to grade 1-2. After release an increase of mobility of the anterior leaflet was observed and brought to the attention of the physician. After further imaging and discussion, the physician elected to not implant a second device to aid in stability. Per the physician, the clip was fully inserted and did not require an additional clip. On march 24, 2023, a single leaflet device attachment (slda) was observed. The anterior leaflet was detached and the mr was recurrent at grade 3-4+. Per the physician, the abnormal cardiac size and position contributed to the slda. A tentative reintervention is planned for january 2024. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficulty grasping appears to be related to procedural conditions. The reported slda appears to be related to patient morphology/pathology. The recurrent mr appears to be related to the slda. The reported serious injury/illness/impairment was a result of case specific circumstance as no invention has been provided for the reported issue. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.